Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The user's blood glucose level was between 150 mg/dl and 190 mg/dl. The user changed all the supplies and resumed insulin delivery.